Manufacturer narrative:
No complaint received with return of device failure (event) observed during analysis. A partial lead measuring 44.2cm was returned for analysis. External insulation abrasion was noted at 1.5-1.9cm from the proximal end of the rv shock coil, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 3.9-7.9cm from the proximal end of the rv shock coil. Internal insulation abrasion was noted at 0.6-1.1cm, 0.6-1.8cm, and 1.6-2.0cm from the proximal end of the rv shock coil. The etfe coating was intact at these locations. Reliability laboratory technician. St. Jude medical crmd reliability laboratory.

Event description:
This report is to advise of an event observed during analysis.